Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the system was explanted. No additional information is available as manufacturer representatives did not attend the procedure case.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that patient experienced ineffective stimulation. Patient had programming changes completed on (B)(6) 2021 and since then patient was not satisfied with programming. Patient felt overstimulation even at low settings of the device. Device therapy was turned off. A surgical intervention is anticipated in the near future. No additional information is available at this time.